Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure, it was observed that the battery handpiece device made a strange noise. It was further observed that the button jammed when the user attempted to put device in reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.